Manufacturer narrative:
Results: eval for the returned product shows no visible damage to the sensor receptacles or pins. There is no visible damage to the alarm case. The fail safe sounds when the factory sensor simulator is inserted into sensor #1 receptacle and weight is applied. When tested sensor # 2 functions work correctly. Further tests shows internal damage wear to the rj connector. When the jack is moved around it makes intermittent contact. (B)(4).

Event description:
Customer claims that the alarm sounds continuously when the test strip is inserted into the first receptacle. The test strip has a snug fit. Tested the second receptacle and it functions properly. The batteries were replaced with a new supply. The wires do not appear loose. No visible damage to the alarm case. Eval shows the product rj connector has internal wear damage causing intermittent contact.